Manufacturer narrative:
The glucose 201+ system is not on the us market. However, a similar system, the glucose 201 system is available on the us market, (B)(4). The result of the investigation performed at hemocue is that no malfunction could be confirmed. The analyzer functioned as specified, and a test showed that the microcuvettes provided by the customer as well as retain samples kept at hemocue from the same batch all measured within specification, +6 mg/l. (0.3 mm). The microcuvettes provided by the customer were also visually compared to retained samples and the customer cuvettes appeared dark green/grey in comparison. The microcuvettes that the customer provided arrived in an opened vial (primary package) with no opened date or resulting expiry date noted. There is an empty space on the label with dotted lines that prompts for the date when the vial is opened as well as the new expiry date. It is stated in the IFU that the microcuvettes can be stored in an opened vial in the refrigerator for maximum 30 days and in room temperature for maximum 3 days improper storage may result in that the microcuvettes turn dark green/grey due to changes in the reagent and the microcuvettes may give false high results. It is explicitly described in the instructions for use that discoloured microcuvettes shall not be used.

Event description:
Hemocue has received a customer complaint on a glucose 201+ system where the customer complains that the analyzer is measuring high compared to a blood gas analyzer when used on a neonate. The results were: hemocue analyzer: 5.2 mm (94 mg/dl); 3.5 mm (63 mg/dl). Blood gas analyzer: 1.6 mm (29 mg/dl); 2.6 mm (47 mg/dl). No pt impact is reported. A false high result could lead to a missed medical intervention or an unnecessary intervention.